Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2006 - pt underwent repair of a painful, dangerous umbilical hernia with a kugel patch. On (B)(6) 2008 - pt underwent repair of recurrent ventral hernia with the manipulation of the previously placed kugel patch and a non-bard mesh. There was some mesh found to be adhered to the small bowel, which was dissected free and there was one enterotomy made without spillage of bowel content.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. The information provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the medical records indicate that the mesh remains implanted. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.